Event description:
It was reported that approximately six weeks post implant of an implantable pulse generator (ipg) system, the patient experienced a cellulitis infection at the pocket site with redness. Clinic staff reported that the patients husband removed the dressing following the implant and scrubbed the site. Dressing was reapplied at follow up and further instruction was given to leave the site alone however, husband removed dressing again and continued to interact with incision site. A third dressing was reapplied in office, which was subsequently removed again by patients husband. The ipg system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.